Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reportedly heard tones emitted from the device, however, ignored the tones. Later, the patient was seen for a routine checkup. Upon interrogation, the device was found to have declared end of life (eol) and entered into storage more than one year prior to the appointment. The physician was determining next steps to plan a replacement procedure. To date, no adverse patient effects were reported as a result of this clinical observation.